Manufacturer narrative:
The reported event of noise and suspected lead fracture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with noise on their right ventricular lead. Lead was suspected to be fractured. An x-ray was completed but results were unable to be reviewed. Lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.